Event description:
It was reported the device was used during a transverse colon resection. It was reported the surgeon used the tlc55 with a tcr55 reload during the procedure. The surgeon also used the tx60b during the procedure. The pt had developed post-operative bleeding (the pt had been passing blood) and the pt was scoped. It was determined there was a blood clot along the anastomotic staple line, but no active bleeding. The surgeon performed no further surgical intervention but the pt has rec'd 8 units of blood. The pt was also undergoing dialysis during the recovery period.